Manufacturer narrative:
One medfusion pump was received with the right plunger case cracked. The event history log was reviewed and there was a travel coarse error in the history. Multiple flow and occlusion tests were performed, but the reported error could not be duplicated. The position pot was replaced as a preventative measure since the part was over 7 years old.

Event description:
Information was received indicating that a smiths medical medfusion pump had a travel coarse error. There was no reported adverse event.